Event description:
It was reported that during surgery, the unit had intermittent blinkouts. Surgery was completed successfully with regular cable.

Manufacturer narrative:
Additional info will be provided once investigation is completed.